Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
It was reported that on (B)(6) 2015, the patient presented with a type b uncomplicated aortic dissection and was treated with a conformable gore® tag® thoracic endoprosthesis. The patient had reportedly undergone previous endovascular repair of both abdominal and descending thoracic aortic aneurysms. On (B)(6) 2020, the aneurysm ruptured due to unknown cause. On (B)(6) 2020, the rupture was treated with a carotid-subclavial bypass, resection of the infrarenal stent with placement of a prosthetic-biiliac y-prosthesis and reno-visceral debranching.

Event description:
It was reported that on (B)(6) 2015, the patient presented with a type b uncomplicated aortic dissection and was treated with a conformable gore® tag® thoracic endoprosthesis in a chimney procedure (left subclavian artery stented with covered stent). The patient had reportedly undergone several previous endovascular repair of both abdominal and descending thoracic aortic aneurysms. On (B)(6) 2020, a contained rupture of the infrarenal aorta was identified and was surgically treated with a carotid-subclavian bypass, resection of the infrarenal stent with placement of a prosthetic-biiliac y-prosthesis and reno-visceral debranching. According to the physician it is unclear what exactly might have caused the rupture since the entire aorta was treated with several different devices. The patient died during the course of the hospital stay due to multiple organ failure on (B)(6) 2020.